Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during a perm procedure on (B)(6) 2020 that the physician had a difficult time placing the sheath and attempted to place the right l4 lead for 2 hours. The physician aborted the case.